Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with this device without additional dilatation. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with this device without additional dilatation. No patient complications nor injuries were reported. Returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks in the hypotube 57cm and 98cm from the hub. There are kinks in the inflation lumen and guide wire lumen 8.9cm and 9.3cm from the tip. Microscopic examination revealed that the tip is damaged. There is also a longitudinal tear 7mm from the tip and is about 14mm long. There is blood in the balloon, inflation lumen and in the hub. Inspection of the remainder of the device presented no other damage or irregularities.